Event description:
Upon deployment, the device appeared to be seated well on the rims (deficient) with ice. Upon deployment, the device migrated to the left ventricle, then to the aortic arch. The patient was taken to the or for removal from the iliac level of the aorta. The initial information indicated that the device was implanted in a patient with deficient ivc rims. The amplatzer atrial septal occluder instructions for use cautions that patients with deficient ivc rims are at risk for device embolization.